Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Summary: one open sample of product was received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole of the needle was examined, and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Per the sample condition, the assignable cause is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Event description:
It was reported that the patient underwent a lobectomy surgery on (B)(6) 2020 and the suture was used. It was reported that when closing the sternum, the suture was detached from the needle. It was not a control release needle. There were no patient consequences reported.